Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been feeling fluttering sensation one week after the implant. The clinician was able to confirm the patient's symptoms with higher right ventricular (rv) lead output. Reprogramming was performed to improve patient's symptoms. The patient will be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.